Manufacturer narrative:
Other devices involved in this event: batteries: (B)(4), catalog #1650de; exp. Date: 09-30-2015; MFR. Date:09-30-2014. (B)(4), catalog #1650de; exp. Date: 09-30-2015; MFR. Date:09-30-2014. (B)(4), catalog #1650de; exp. Date: 10-31-2015; MFR. Date:10-31-2014. (B)(4), catalog #1650de; exp. Date: 12-31-2016; MFR. Date:12-31-2015. (B)(4), catalog #1650de; exp. Date: 12-31-2016; MFR. Date:12-31-2015. A review of the controller log files revealed that an additional five batteries had potential power switching events associated with this patient. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). All batteries were evaluated by manufacturer. Correction on MFR date: (B)(4) MFR. Date:12/17/2015. (B)(4) MFR. Date:12/10/2015. (B)(4) MFR. Date:12/12/2015. (B)(4) MFR. Date:12/19/2015. (B)(4) MFR. Date:09-10-2014. (B)(4) MFR. Date:09-19-2014. (B)(4) MFR. Date:10-08-2014. (B)(4) MFR. Date:12-12-2015. (B)(4) MFR. Date:12-19-2015. For all batteries: (B)(4). It was reported that the patient was experiencing power switching events.  The controller and nine batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed that the controller ((B)(4)) contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The manufacturer has opened an internal investigation to evaluate momentary disconnection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. Other devices involved in this event: battery/bat212125; cat#:1650de; exp. Date: 12/31/2016; mfg. Date:12/31/2015; product returned on: 09/21/2016. Battery/bat211738; cat#:1650de; exp. Date: 12/31/2016; mfg. Date:12/31/2015; product returned on: 09/21/2016. Battery/bat212256; cat#: 1650de; exp. Date: 12/31/2016; mfg. Date:12/31/2015; product returned on: 09/21/2016. Battery/bat212467; cat#: 1650de;exp. Date: 12/31/2016; mfg. Date:12/31/2015; product returned on: 09/21/2016. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient experienced battery switching with his/her controller. Four batteries and the associated controller were exchanged with no reported patient consequence.